Event description:
During implant procedure, the stylet failed to be removed from the left ventricular (lv) lead. The lv lead was not implanted and a new lv lead was successfully implanted to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of ¿the physician could not remove the stylet outside the 1458q lead¿ was confirmed. A complete lead was returned in two pieces with a piece of stylet stuck inside the inner coil lumen of the connector portion. Visual inspection found the ptfe coating of the stylet was stripped and bunched up inside the inner coil at multiple locations of the connector portion. X-ray examination found the inner coil bunched adjacent to the connector pin consistent with procedural damage. The cause of the reported event was isolated to the stripped ptfe stylet coating bunching up inside the inner coil lumen consistent with procedural damage.